Event description:
Knee effusion, knee inflammation. Info was rec'd on 13-oct-2006 from a physician via a genzyme representative regarding a female pt (age, initial unspecified) with medical history of previous treatment with synvisc injection in one knees two years ago, who experienced a reaction with arthritis, swelling and inflammation. The pt began treatment with synvisc on an unknown date in 2006. The pt rec'd an unspecified amount of synvisc injections into the knee on unspecified dates in 2006. The physician reported that the pt experienced knee swelling, knee inflammation and arthritis. The assessment of the intensity and relationship between the adverse event and synvisc were not provided per the physician. At the time of this report, the pt's outcome was unknown. Add'l info was rec'd on 20-oct-2006 from a physician reported that the pt had a history of two series of synvisc on unknown dates approx in 2004 in both knees. In 2006, the pt rec'd one synvisc injection in the right knee. The physician reported that after the first injection of synvisc, the pt experienced an effusion in the right knee and 15cc of aspiration was withdrawn. The aspirate was analyzed and showed a sterile inflammatory fluid with more than 2500 leucocytes per mm^3. A second aspiration of the knee was performed by another physician one day after the second injection of synvisc. One week later, the physician performed another knee aspiration. The test results of the aspiration showed an inflammatory fluid with around 2100 leucocytes. The pt was treated with an intra-articular corticosteroid injection (diprostene) in the right knee. The assessment of the intensity and relationship between the adverse event and synvisc were not provided by the physician. The pt had recovered on 20-oct-2006. Intrarticular injection of diprostene.